Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter would not drain even after the patients husband tried to flush it. It was noted that the patient experienced discomfort during the use of the catheter. No medical intervention was reported.